Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted with increasing heart failure symptoms. The vad exhibited suction. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion and corrections. The event date has been changed from (B)(6) 2020. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported suction event was confirmed via review of log file analysis which revealed several transient suction events were observed from (B)(6) 2020 through (B)(6) 2020; however, no alarms were logged leading up to (B)(6) 2020. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Additional information received indicated that the patient presented with increasing heart failure symptoms and a fever. Blood cultures further revealed streptococcus oralis, which was further treated with medication. The source of the infection and bacteremia were unknown and further resolved with administration of fluid bolus. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per instructions for use, heart failure and infection are known potential complications associated with the implantation of an vad pump. There was no evidence that the patient had a history of right heart failure or infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further that the patient had a fever and blood cultures revealed streptococcus oralis. The patient was treated with medication. A transthoracic echocardiogram (tte), transesophageal echocardiogram (tee), computerized tomography (CT) of the chest abdomen and pelvis was performed to locate a source of the infection and the results were that there was no endocarditis or obvious driveline infection. A colonoscopy and upper endoscopy (egd) were performed and reveal no gastrointestinal source of bacteremia. Due to the subacute presentation it was suspected that the vad was seeded, therefore the it was planned to treat the patient with six to eight weeks of antibiotics, with the plan for life long suppressive antibiotics after that time frame. It was stated that the suction events were to be from vasoplegia from sepsis/ bacteremia which was resolved with fluid bolus.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The outcome attributed to adverse event has been updated to include intervention and life threatening. The ventricular assist device (vad) implant date has been updated to (B)(6) 2018. The initial reporters phone number has been updated to from to (B)(6). The prior supplemental regulatory report was missing the selection of correction for the follow up type that has been updated here. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.